Event description:
It was reported to baxter (B)(4) that the reservoir of a singleday infusor ruptured, during fililng the device with 5-fluorouracil. There is not patient involvement. No additional information is available.

Event description:
It was reported by the physician that he has a patient with an intraocular lens that turned opaque 1 week after implant. The lens was subsequently removed and replaced without complication.

Manufacturer narrative:
The intraocular lens is currently being analyzed by an independent laboratory. All manufacturing specifications were met prior to release of the device. The cause of this event is inconclusive at this time.

Manufacturer narrative:
The intraocular lens (iol) was sent to an independent laboratory for analysis. Extraction of the iol was performed and the extract analyzed using gc/ms. This study was not clearly able to identify the suspect molecule(s) that may have caused this lens to cloud. We will continue to monitor and trend.